Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation performed one week after the implant of an invicta lead, sensing issues and noise were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation performed one week after the implant of an invicta lead, sensing issues and noise were observed. Preliminary analysis revealed that the observed noise could have resulted from electromagnetic interferences (emi) and/or myopotentials.